Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual evaluation: the device was returned. The tuohy-borst was tight in place. The filter was returned partially deployed from the storage tube with part of the feet exposed from the distal end of the storage tube. The gripper was not returned attached to the filter snare hook; however, the filter appeared to have been advanced distally, causing the observed partial advancement from the storage tube. The storage tube did not exhibit any skiving. The pusher catheter contained one kink at approximately 29.4cm from the proximal end of the handle. No other anomalies identified on the returned sample. Performance evaluation: the filter was manually removed from the storage tube. The filter exhibited no anomalies and it contained all 6 arms and 6 legs/feet present and intact. No anomalies were identified on the pusher catheter and gripper. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: no medical records, images or photos were provided; therefore, a review could not be performed. Conclusion: the complaint investigation is confirmed for both the gripper dislocating from the filter snare hook and for advancement issues. Per the reported event, due to the advancement difficulties, the pusher rod was pulled back on to reposition the filter. It should be noted that the current denali IFU (instructions for use) states "delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath." Therefore, it is possible the retraction of the pusher rod may have lead to the dislodgement of the filter. However, based upon the available information, the definitive root cause for reported advancement issues is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the storage tube and could not be advanced through the introducer sheath for deployment; therefore, the filter system was exchanged for new filter system that was prepped and deployed successfully. There is no reported patient injury.